Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 1083913. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the reported foreign matter was identified. It has been determined that the observed stains on the plunger rod component most likely resulted from the molding machine and specifically the cleaning process for the machine. In response to this event, a corrective and preventive action plan has been initiated to further investigate this issue and prevent the chance of recurrence in the manufacturing facility. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Based on the investigation, the root cause of this complaint for stains on the plunger rod may be associated with the moulding machine and it's cleaning. This stains is not an organic foreign matter and isolated intermittent incident. CAPA (B)(4) was raised to investigate the root cause.

Event description:
It was reported that syringe 10ml reg pr saline fill spkg had foreign matter. The following information was provided by the initial reporter: it was reported that there was a greenish substance all along the plunger.